Event description:
The customer reported that she was changing her insulin infusion set and could not exit the preparing to prime loop. The customer's blood glucose was 191 mg/dl. The customer stated she had dropped her insulin pump on the floor an hour prior to the set change attempt. During troubleshooting, the customer received a prime rewind alarm on her insulin pump and the drive support cap appeared to be sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk.